Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed one cs 078 alarm. The original cs 078 alarm was unable to be duplicated during the investigation. During testing the pump performed the ez-prime steps with no cs alarms occurring. The pump was exercised for 24 hours using a test battery cap with no cs alarms occurring.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/31/2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.